Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: evaluation summary 2090cl (B)(4): the programmer was returned, medtronic (B)(4) service confirmed telemetry failure and repaired the device by exchanging the head cable. The programmer and head passed all console and system tests. (B)(4).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.